Event description:
Boston scientific received information that this right ventricular lead has displayed gradually increasing impedance measurements since implant. During a follow up visit, high out of range impedance and increased threshold measurements were obtained. Normal sensing was observed and no noise was noted. There was concern that this lead was fractured. A decision was made to replace this lead. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, visual observation revealed the distal segment of this lead was returned. The lead was severed at fifty cm from the distal tip. Calcification was noted on a portion of the lead tip. An x-ray did not reveal any lead fracture. It was thought the calcification may have contributed to the reported clinical observation.